Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger was not working right. The patient explained that when they go to charge their implant, the implant will charge for a couple of minutes and then it "kicks itself right back out." The patient added that sometimes some letters come up on the controller that say it's not working. During the call, agent had the patient reset the controller, but the issue was not resolved. The caller stated that the manufacturing representative told them to call patient services to request a replacement recharger. Agent had the caller examine the equipment for damage, but they did not see any. Pt attempted to recharge the implanted device, but they had no device found appear. They were then able to get recharging excellent, before losing the connection. Pt confirmed that if they move the cord they will lose the connection. Pt stated it would take an hour to an hour and half to recharge. Agent sent a request to repair to replace the recharger. Patient called back stating that they've been having trouble with their scs and they received a replacement recharger however it did not resolve the issue. Patient stated that they couldn't make an adjustment on their therapy and the controller just keep on charging. Patient stated that when they charge their implant, it would charge for a bit then it would stop. Patient needed to unplug and reconnect the recharger multiple times before the device would begin charging normally. Patient reported that a "no device found" message continues to display. When attempting to recharge, the screen displays the numbers "80" or "90," after which they typically wait for about 10 minutes. Charging sometimes proceeds normally, but at other times, it does not. Agent sent a request to repair to replace the controller. Patient called back to report that the issue persisted, even after receiving and using the replacement controller and recharger. Patient repeated previously documented information. Pt reported that the "no device found" message continues to appear, despite having attempted multiple prm cycle and resetting the controller several times. Agent reviewed information about the no device found message. Pt stated that they consistently charge their implantable neurostimulator(ins) and never allow the battery to become depleted. Agent had pt reset the controller, clean the port and pins; pt confirmed no visible damage on the controller battery pack and recharger. Pt denied experiencing falls or trauma. Agent had pt try to charge the ins; pt confirmed that a no device found message appeared. Pt entered passive recharge mode briefly, then switched to the normal charging screen displaying excellent quality. However, the "no device found" message appeared again. Pt tried another prm cycle, 91 91 91 but after a few minutes the no device found message would appear again. Agent asked pt to move the paddle away from the ins, pt confirmed seeing numbers 74 81 91. Pt mentioned that they've already done these steps quite a few times and the issue remain unresolved. Pt added that even if they're not moving the charging session would suddenly quit and they had to start all over again. Agent sent a request to repair to replace the recharger. Agent reviewed that if the replacement recharger would still not work, pt will have to follow up with their hcp and meet with the manufacturing rep for in person troubleshooting. Pt mentioned that they already follow up with their hcp a couple weeks ago and had their ins checked through x-ray. Additional information was received from a patient (pt). They reported that patient called back stating they received recharger and controller and continued getting no device found. Pt described getting passive recharge mode screen and then 'it kicked off' after 5-6 minutes. If patient unplugged the rtm and plugged it back in it goes to charging screen but wouldn't stay there very long and quits. On the call had patient use the equipment. Patient was on passive recharge mode and then it went to normal charging with excellent charging quality. Patient said it usually does that and then it quits and starts working again if patient unplugged and replugged the recharger (rtm). Patient said the manufacturing representative (rep) did the x-ray and checked the device. On the call the controller then showed software problem: 1-intellis; 2-3.6; 3-58; 4-qf_new. Patient mentioned they did not have a managing healthcare provider (hcp). Doctor did the implant after the shots did not work anymore. Patient also mentioned they were handicapped. A request was sent to replace the recharger and controller. Reviewed if not resolved, follow up with hcp. Additional information was received on 2026-apr-15. Pt called back inquiring about the status of the replacement controller as they received the replacement recharger but not the controller yet. Agent looked up the tracking information and the controller was sent in a separate package. Agent reviewed tracking information with the pt. The package was expected to be delivered today according to fedex's tracking. Pt would wait for the controller to arrive and would call back if further assistance is needed. Additional information was received on 2026-apr-20. Patient called back and mentioned that they continuously had a hard time charging their implant despite getting the replacement for recharger and controller. Patient mentioned that whenever they would charge their implant, the controller would just quit and that they can feel the stimulation would turn off. Agent clarified if the controller just went on sleep mode and patient mentioned no. Patient mentioned that charging would take forever since the charging would stop from time to time. Patient mentioned that controller would charge and then would quit. Charging would take about an hour (starting from 65% till 100%). There were times when they had to reset the controller and that would work, the charging would continue, however, sometimes, resetting wouldn't do anything. Patient also mentioned that last night, they felt a tingling sensation and they felt it was so hard that they felt like they got kicked. Agent redirected the patient to their hcp however, patient mentioned that their hcp is gone for quite a few years now. Agent reviewed role of rep, that they work in the hcp office and that's the fastest way to reach out to them. However, patient mentioned that they were advised by their hcp that it has to be them who would reach out to the rep.